Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, at a clinic follow-up, this device could not be interrogated. The nurse did not know when the patient was last seen. Technical services suggested some options to try in order to interrogate the device. There were no adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the local representative found the reason for the inability to interrogate the device. The clinic was using the wrong programmer wand. They switched to the correct wand, and they were able to successfully interrogate the device. There were no adverse patient effects. The system remains implanted. It was reported that, at a clinic follow-up, this device could not be interrogated. The nurse did not know when the patient was last seen. Technical services suggested some options to try in order to interrogate the device. There were no adverse patient effects. The device remains implanted.